Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad broken, and missing from the clamp arm. The missing piece was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to had occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy, the tip of the harmonic ace instrument broke, and a fragment fell inside the patient. The fragment was retrieved during the same procedure. The instrument was inspected before use, and no unusual observations were noted. At this time, the cause of the breakage is unknown. The procedure was completed as planned with no adverse impact on the patient. The patient did not require a prolonged hospital stay.